Event description:
The customer reported to olympus, during routine testing, the evis exera iii gastrointestinal videoscope tested positive for 8 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device has been returned to olympus for evaluation, however, the evaluation is currently in process. Prior to the device evaluation, the device was sent out for additional cultural testing. The microbiological analysis results are pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection reported. The scope channels were precleaned with hexianos. The scope channels were aspirated with water. The suction and balloon channels, the suction cylinder, instrument channel port and the distal end were manually cleaned. The customer uses an automatic endoscope reprocessor (aer) from wassenburg (reference 202 109) for reprocessing, along with wassenburg endohigh detergent and wassenburg endohigh paa (disinfectant). The aer was cultured, however, the results were not provided. The scope was stored horizontally in a storage cabinet without a drying function. Olympus was used for repair and maintenance. The scope was not sterilized. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.the device was returned to service where evaluation found wear and tear on the device, though no defects were reportable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, we were not able to determine a relation between the subject device and the event from the investigation results. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.